Event description:
Caller reported a malfunction on the pump where the screen became dark and would not turn on. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to plug the pump into a known working power source, which resolved the issue temporarily as the pump displayed a malfunction code. Technical support decided to replace the pump and charging supplies.